Manufacturer narrative:
Inadequate leaflet coaptation, inadequate leaflet coaptation. Additional manufacturer narrative: the device was not returned to edwards as the hospital confirmed that the device was not available. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Leaflet not coapting typically would result in regurgitation. Regurgitation of bioprosthetic valves may be, depending on the severity, indication for re-operation and replacement of the valve, which increases the risk for post-operative mortality. Without return of the device for evaluation, we are unable to confirm the clinical comments or to investigate into the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that the 29mm bioprosthetic mitral valve was explanted at implant. The reason for explant was mitral regurgitation from the prosthetic valve secondary to inadequate leaflet coaptation. This was an intravalvular regurgitation and there was a failure of coaptation on the leaflets, resulting in significant leakage. As the heart did not improve, this valve was explanted and inspected. There was nothing wrong found on the valve and no suture around the post. There was nothing restricting the leaflets from moving but they were not coming together. The operative report indicated that there was an alleged defect on this valve. This valve was replaced with a 27mm bioprosthetic valve. No pervalvular leak was observed. Patient tolerated the procedure well. Patient had an aortic valve replacement during this same procedure.